Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon tried to apply clips from the er320 instrument across the cystic artery and cystic duct. The clips would not close securely. Another er320 was opened to complete the case. There was no consequence to the pt.